Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer was treated at the hospital. Troubleshoot as conducted. The customer states the pup alarmed for button error. The customer declined to conduct high pressure testing. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to flattened dome switches on the esc, act, up arrow and down arrow buttons. No unexpected numbers ramping up were noted. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to no button response. The keypad connector on the lcd board was locked. The pump had minor scratches on the display window, cracked battery tube threads and a small crack on the cracked reservoir tube lip.